Manufacturer narrative:
As reported, when a 10f brite tip sheath was taken out from the outer box, the dilator was protruding from the sterile pouch. Therefore, the physician used another sheath instead. The procedure was finished successfully with a same like product. There was no reported patient injury. Attempts to gather further information were unsuccessful. One non sterile si brite tip 10f 23cm was received within its original packaging pouch. The pouch was received correctly sealed. However, the dilator¿s tip was protruding from the sterile pouch by puncturing through the pouch made of mylar material. Also, on the reverse side of where the punctured/ruptured area, a silt on the tyvek material of about 5 cm was observed. No other anomalies were observed. A meeting with the pet team was held in order to review the reported complaint and to take the appropriate actions. After the unit was reviewed and as per the damaged (slit) observed on the tyvek material of the packaging pouch, it was concluded that the unit received an inappropriate handling after the product left the manufacturing site, as it is demonstrated by the damage found on the back of the pouch (tyvek material), which seems to have been caused by a sharp object. Also, the catheter sheath introducer (csi) packaging process was reviewed and there were no tools, equipment or product handling that could cause this type of damage. In addition, controls are in place through the csi packaging process that prevents this type of damage on the csi products therefore based on the above information, it was determined that the reported complaint could not be considered as related to the product manufacturing process. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported as ¿packaging/pouch/box - compromised sterility-sterile barrier breached¿ was confirmed because of the condition in which the product was received. The exact cause of this event could not be conclusively determined; however, as per product analysis, handling and storage processes may have contributed to the event as reported. The product instructions for use caution the user to not use the package if it is open or damaged as was properly done in this case. Based on the device history record review and the product analysis, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
When a 10f brite tip sheath was taken out from the outer box, dilator was protruding from the sterile pouch. Therefore, the physician stopped using it and another new sheath was used instead. The procedure finished successfully. There was no reported patient injury. There is no information about how the device is stored. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.